Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer noted on 2017-oct-31 that the leads in their neck were not working. Patient weight was asked but not provided. No actions had been taken for these issues. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient needed schedule a reprogramming because there was some type of problem with the therapy. The patient was not getting the signal to the right area where their neck hurt. To the patient¿s knowledge they only had 2 groups set up. The patient had tried both groups and neither group was helping. This issue had been occurring on and off for about 6 months. No further complications were reported. Additional information was received from the patient. It was reported the patient did not have a fall or trauma at any time. The neck area coverage was not resolved. It was very uncomfortable to just have the stimulation vibrate in their left arm. No further complications were reported/ anticipated. Additional information received from the patient indicated that there were no circumstances that led to their stimulation not targeting the correct area. The patient indicated that they just were not receiving any stimulation at the base of their neck. They stated that they have not received any update about fixing their broken, non-responding 3-4 lead point. No further complications were reported.